Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Rhythmcare discussed possible causes and recommended troubleshooting and performing an x-ray to evaluated electrode to header connection. This system remains in service. No additional adverse patient effects were reported.